Event description:
Event description guidant received information that the patient with this right ventricular lead, presented to the hospital with syncope, due to intermittent loss of ventricular capture. The lead was then successfully repostioned with optimal measurements. The following morning, evaluation of the electrocardiogram noted apical pacing, despite the lead being positioned in the septum. A chest x-ray was obtained, verifying the lead had dislodged from the septum and resided in the apical position of the ventricle.